Manufacturer narrative:
Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an implantation of a tfna nail on each side, the ria 2 reamer head was broken, during use in the canal of each leg before inserting each nail. It was not easy to remove and recover all four (4) fragments and there was a five (5) to ten (10) minute surgical delay to extract them all. The procedure was successfully completed with the use of another reamer head. There was no patient consequence reported. Concomitant devices reported: drive shaft (part number unknown, lot unknown, quantity 1), nails: tfna (part number unknown, lot unknown, quantity 2). This report involves one (1) 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for (B)(4).